Manufacturer narrative:
(B)(4). Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: could you please confirm when did the issue occurred? Pre-op or intra-op? Two intra-op mid suture (different doctors and patients). What was used to complete the procedure? Another package of y943 2-0 monocryl from the same box. Did the surgery was completed successfully? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. 1st intra -op mid suture pull off event ( different animal) submitted via 2210968-2020-10321.

Event description:
It was reported by vet that an animal underwent an animal surgery on (B)(6) 2020 and the suture was used. It was reported that the needle was breaking away from the suture. Issue occurred during intra-op mid suture. The procedure completed successfully with another like suture from same box.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/29/2020. A manufacturing record evaluation was performed for the finished device qhmcru, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.